Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). MDR in repose to medwatch report: mw5175305. At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The breast implant caused ongoing infections of the breast, leading to osteomyelitis of the ribs and sternum. Bilateral breast augmentation was in 2024. Postoperative course was complicated by incision dehiscence and exposure of the left breast implant. Implant was removed with a capsulotomy with drain placement in 2025. Although it initially appeared as though she was healing uneventfully from the surgery, she did experience further dehiscence of her incision and drainage. After many months of packing the wound and failure to make meaningful progress towards healing by secondary intent, it was elected to return to the operating room for debridement of her wound and delayed primary closure. Approximately three weeks post-op, the breast became infected again. An MRI was scheduled leading to a diagnosis of osteomyelitis. Sientra breast implants were placed and healing proceeded normally. Cellulitis infection began again along the incision scar of the left breast. Three rounds of antibiotics were given but the infection progressed, leading to an open draining wound, eventually exposing the breast implant. The left implant was removed, and antibiotics were given post-op, but cellulitis reoccurred several times the next seven months. This included two open wounds that failed to close due to drainage. The wounds were packed with iodoform to encourage healing by secondary intention, but never fully healed. In total, 12 rounds of antibiotics were given. During a non-related surgery, the wounds were debrided to drain again. Surgical debridement and wound closure was performed. The incision healed, but became red and swollen with a fluid pocket along the incision line approximately 3 weeks post-op. An MRI of the breast and chest was performed, findings were osteomyelitis of the left anterior sixth rib involving cartilage and bony portion, left lateral sternum at left sixth sternocostal attachment and probable osteomyelitis left anterior sixth rib. Referred to infectious disease for IV antibiotic treatment and began six weeks of intravenous antibiotics.